Event description:
Complainant alleged that during biomed testing the device displayed "pacer comm error" an "defib comm error" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device has not been received for evaluation and this complaint is still under investigation.